Event description:
Patient called to report a product issue and adverse event involving her resmed airsense 11 CPAP air hose. Patient stated she had issues with 3 separate air hoses where they were found to be contaminated with bacteria. Patient stated she was sick for 10 weeks experiencing fevers, trouble breathing, shortness of breath, cough, shivering, sweating, weak, unstable and problems with balance. She said she went through 4 rounds of antibiotics until she decided to have her resmed CPAP air hose tested at a lab and it was found to be positive for bacteria. Patient stated she has started washing them with hot water and antibacterial soap but is concerned that might erode the material over time. Reference reports mw5176900, mw5176901. Pt codes: 1858, 1816, 4457, 2191, 2452, 1967, 1735, 4401. Device codes: 2303, 4001.